Event description:
This report is being filed upon notification from our manufacturer to submit this event. Problem: a mr radiology staff received a 'fiber' splinter in her hand from the mr table top. The injured hand's finger got infected and has cellulite's requiring surgery.

Manufacturer narrative:
(Conclusions) - (other) - the past a few incidents have been reported with damaged tabletops. It is known that the table top may get damaged over time as a result of normal use and possible misuse of the scanner in clinical practice. In this case the injury was caused by the fact that the damage to the table top was not noticed and thus not repaired or replaced. In the planned maintenance instructions, a visual inspection section is already available to check for table damages and repair them or even to replace the damaged parts. However, we strive to improve our system continuously and therefore an action was initiated to improve the lacquering procedure and we are currently in the process of selecting a new lacquer supplier. For the site, the table top has been replaced.